Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -04.50 diopter, in the patient's right eye (od) on (B)(6) 2018. The lens was explanted on (B)(6) 2018 due to the patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a case/vial in liquid, with clear surgical residue on the lens. Visual inspection found the lens haptic torn with black stains on the lens. Dimensional and functional inspection found the lens to be within specifications. Claim#: (B)(4).